Event description:
It was reported that the patient had a lead migration [3006705815-2026-03463] that was causing ineffective therapy as well as ipg site pain. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was repositioned back into position and the ipg pocket was revised to reposition the ipg to address the issues.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.